Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during initial drain. The technical service representative (tsr) assisted the home patient (hp) as the hp uses extension lines on the patient line but stated they were connected during prime. The tsr assisted the hp end therapy and advised the hp to notify the nurse if therapy was missed. The patient was involved but there was no patient injury or medical intervention reported.